Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A microscopic and tactile inspection of the hypotube, collar, distal shaft and tip were performed. Inspection revealed a complete separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a shaft detachment occurred. The target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, the collar part of the device became detached as the device was removed from the y-connector. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft detachment occurred. The target lesion was located in the coronary artery. A guidezilla" guide extension catheter was selected for use. During the procedure, the collar part of the device became detached as the device was removed from the y-connector. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.